Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7119086. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation with one of the s1 drg leads. Investigation was unable to determine which led contributed to the issue. As a result, patient underwent surgical intervention on (B)(6) 2024 to address l1 drg lead fracture and ineffective stimulation with the s1 lead. However, both leads were not completely removed due to scar tissues and were partially left implanted. Three new leads were implanted. Therapy was restored post-op.